Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0316764. Medical device expiration date: 2021-08-31. Device manufacture date: 2020-11-11. Medical device lot #: 0252751. Medical device expiration date: 2021-06-30. Device manufacture date: 2020-09-08. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation and fibrin were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, poor barrier and fibrin, because the defect was not evident in the testing of the complaint lot samples. Visual evaluations of both complaint lot (retains) and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to poor barrier and fibrin. Based on the information provided by the customer, it appears the wrong centrifuge settings were being used. Technical services provided a link to the instruction for use (IFU) as well as recommended centrifuge settings.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of sample. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there is poor separation and clots in the tube."